Event description:
It was reported that the patient passed away due to respiratory failure after severe aspiration. The respiratory failure was related to the outcome. The device operated as expected. The outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event, as well as patient outcome, could not be conclusively established through this evaluation. Due to patient privacy laws, the managing hospital will not communicate patient outcome information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, is currently available. Section 1, "introduction," lists respiratory failure and death as potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.